Event description:
Two patients presented with pancreatitis 24-48 hrs after procedures. No indicators that these patients would have side effects. This facility does over 6 declots a day so physician has extensive experience with aj. Co has not heard from nephrologist since but will inquire status of patients. Information taken from email, vp of clinical and medical affairs: dr has notified co of 4-5 cases of acute pancreatitis that occurred over the past 2 month, 1-2 days after treatment with angiojet. He also recalled another 2 cases of pancreatitis post-aj in recent months, in addition to these 4 cases. He is now requesting any information that possis may have about incidence of acute pancreatitis post-aj.